Event description:
It was reported that patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2025. The patient had high blood glucose level which was treated with pump. The patient faced the issue with six infusion sets and site of insertion was thigh.

Manufacturer narrative:
MDR 3003442380-2026-18043 / initial 5 of 6 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380